Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the device was functionally / visually tested according to the service manual. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device passed visual inspection. Investigation is based on the assessment performed in the service center germany. The device failed the following inspection criteria according to the pre-repair: check quick coupling for saw blades, check for sticky trigger, check function of device, check oscillation frequency with frequency meter: n/a. During the assessment of the device, it was found that the turn knob of the device was loose. The issue with the loose turn knob is covered under a CAPA in our quality system. Due to the loose knob a saw blade could not be secured to the device. Furthermore, it was found that the trigger was not moving smoothly. The most probable root cause for the loose knob is linked to a design related issue. The most probable root cause can be traced to normal wear. This is supported by the fact that the device was last serviced in january 2022. Further investigations are covered under a CAPA in our quality system. As part of synthes quality process all devices are serviced, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during service and evaluation, it was determined that the battery oscillator device trigger moving parts did not move smoothly. It was reported in the service order that the device had an undetermined malfunction. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.